Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the settings missing from the right implant was due to patient confusion regarding settings which was clarified over the phone and resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks ago the patient (pt) had an appointment with their neurologist, who told them that they set up two settings for the right ins, which they understood to be group a set to 1.5 for left side of body, and 1.0 for right side of body. In the dbs therapy app, the patient checked the right ins and could see group a with left side of body set to 1.5, but they saw nothing for the right side of body. The patient changed the right ins to group b and could see 1.7, but they couldn't remember if the 1.7 was for the left or right side of body. The patient mentioned that the left ins was also group a, which was set to 3.0 (the patient did not indicate if 3.0 was for left or right side of body). The patient said their settings were fine as they were and they were not having any problems, they were just wondering why they weren't seeing the 1.0 setting for the right ins that their doctor told them about. The patient said they will be seeing with their doctor in a few weeks, so agent advised the patient to bring their patient programming equipment with them so they could have a discussion with their doctor about the settings.